Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with hysterectomy due to pelvic pain and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent an appendectomy in 2010. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 and (B)(6) 2012. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 11/17/2015. Additional narrative: it was reported that patient underwent laparoscopic appendectomy on (B)(6) 2010 due to acute appendicitis. (B)(4).

Manufacturer narrative:
It was reported that patient underwent laparoscopic bso and removal of suture material and surrounding scar tissue on (B)(6) 2009 due to pelvic pain. No additional information was provided.